Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) alleging that his onetouch verio2 meter displayed an error 4 message. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged issue began ¿3 weeks¿ prior to contacting lfs. At the time of the incident, the patient indicated that he did not administer medication to manage his diabetes. It is not known if he made any changes to his usual diabetes management routine as a result of the error message. He denied developing any symptoms as a result of the issue. He reported, date/time unknown, he self-treated with ¿extra insulin ongoing ¿ 6-10 units above his normal dose¿. During troubleshooting the csr noted that the patient was not using the meter for the first time and the patient had been storing his test strips correctly. It was unknown whether the test strip completely drew in the sample. The csr was unable to walk the patient through a retest as he did not have testing supplies available. Replacement products were sent to the patient. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. However, this complaint is being reported because the alleged product issue was not resolved during troubleshooting.